Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Method: - device work order search. Results: device work order search: a device work order search was performed and no similar complaint was found. Conclusion: conclusion not yet available. Evaluation in progress. A current investigation involving malfunctions on pre-loaded injectors is ongoing. (B)(4).

Event description:
The reporter indicated the surgeon attempted to use a ks-1 elastimide iol preloaded injection system. When handling the screw plunger, it was tough. The lens rotated in the injector and became stuck. No patient contact. Cause of incident is unknown.